Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device cut but did not staple. The same device was used with a second reload to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.